Manufacturer narrative:
H6: 4756 (appropriate term not available) - endotracheal tube. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 13 feb 2025 has been included in the health authority report. Should additional. Information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was reported that the cuff ruptured shortly after intubation as this incident occurred twice with the same product 2 mdrs will be submitted docuemtint the incidents. The second report # is 3000219639-2025-00018.

Manufacturer narrative:
H6: 4756 (appropriate term not available) - endotracheal tube. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 13 feb 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint reported that the unit "the cuff ruptured shortly after intubation." There were no returned sample, photo image, or video to confirm this issue; therefore, the complaint was unable to be confirmed. Potential cause may have been due to pin hole causing the rupture. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. This is the first complaint reported for part number h-pfhv-75-10 for "leaking" there were no other complaints reported for part number h-pfhv-75-10 during the same timeframe related to different failure mode. We will continue to monitor trends during our periodic complaint review meetings.

Event description:
It was reported that the cuff ruptured shortly after intubation as this incident occurred twice with the same product 2 mdrs will be submitted docuemtint the incidents. The second report # is 3000219639-2025-00018.